Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 07-jun-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a catheter used with an implantable intrathecal pump. The drugs being delivered and reason for use were unknown, as the catheter was not implanted and was not used. It was reported that at an initial implant procedure on (B)(6) 2018 for a catheter and pump, the spinal segment for the 8780 catheter ¿was sheared from the doctor pulling back the catheter.¿ the catheter did not shear off and no piece came off. ¿the piece did not come out.¿ there was ¿a revision of the spinal segment with an 8782¿ catheter. The rep stated that the ¿new catheter spine segment had corrected the issue.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-aug-17. The patient information was reported. The affected catheter was thrown away before the rep was able to get it back. The physician cut the catheter with the needle and they took care of the affected catheter with the 8782. There were no further complications reported/anticipated.